Event description:
It was reported that the vns patient passed away on (B)(6) 2012 due to sudep. The patient¿s device was not explanted prior to burial so no analysis can be performed. Follow-up revealed that the patient¿s death is believed to be not related to vns. The patient¿s etiology was dysmorphic neurons with palmini type iia without any concurrent illnesses or diseases. The patient was a non-responder and did not experience any change in seizure control with vns. The patient was receiving vns therapy at the time of death. There were no recent laboratory reports of findings considered relevant to the patient¿s death. No autopsy was performed and the patient¿s death was not witnessed. The patient was found by his father in the hallway of his house. It appeared the patient was on his way to his room to get his magnet. The patient did not have a history of nocturnal and febrile seizures. In the past 12 years, the patient averaged 13 secondary generalized seizures and six complex seizures per month. The patient underwent resective epilepsy on (B)(6) 2007. The patient did not have a history of drug/alcohol abuse or cardiac/respiratory problems. The patient was compliant with his medications.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
.